Event description:
On the event date, the lay-user/reported contacted lifescan alleging that a one touch ultra 2 meter would not power on. The medical surveillance specialist (mss) spoke to the reporter in 2009, and was able to obtain/verify info. The reporter indicated that the alleged meter issue started fifteen days prior. As a result of the alleged issue, the reporter claimed that the pt was unable to test her blood glucose. She also mentioned the pt stopped taking her metformin and glyburide medications as well as 8 other unspecified medications. In the same month, the reporter also claimed that the pt allegedly developed low blood glucose symptoms of shakiness and being incoherent, but did not receive treatment. The reporter was not aware if the pt had modified her diet during the time of concern. While speaking to the customer service representative (csr), the reporter was able to power the meter on without any issues. The meter, test strips, and control solution were replaced. Based on info provided, this complaint is being reported due to the following conclusion: the reporter claimed that the pt developed symptoms that can be associated with a serious injury 3 days after the meter allegedly stopped powering on.

Manufacturer narrative:
Lifescan (lfs) had requested return or the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.